Manufacturer narrative:
The info provided to ortho-clinical diagnostics, inc. May not be verified or verifiable, and may be inaccurate or incomplete as reported. This info is provided in compliance with the MDR regulation, and does not constitute an admission that the device has malfunctioned or that a connections exits between the product and a potential death or serious injury. Investigation summary: a modification has been developed to reduce salt buildup and will be installed on all analyzers. The modification is a hardware change to enhance reference arm alignment and a software change that adusts the reference-fluid pump to reduce the possiblity of static residue which can affect potassium results.

Event description:
The lab obtained a serum potassium result of 7.7 mmol/l using k+ (potassium) slides on a 250 analyzer. The lab re-ran the sample and obtained a result of 3.1 mmol/l. The final result was not reported by the lab.